Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03kne, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was ¿having a little problem with her device and funny pains down her right leg.¿ it was stated that the problem started when she changed the batteries and she was ¿trying to play around with it.¿ patient did not know when she changed the batteries. After syncing patient programmer to implantable neurostimulator (ins), the patient reportedly had poor communication. The patient had to remove, replace batteries, and re-sync. It was noted that the patient as instructed how to turn stimulation down until it became comfortable. It was stated that stimulation was in the wrong location. The patient reportedly felt ¿tingling in her butt going down her leg, into toes.¿ it was noted that the toes were ¿crinkling up¿ sometimes and that it bothers the patient if she sits too long. There was a loss of therapeutic effect, stating that it ¿seemed like it was working fine at the beginning, but she was back to wearing pads and felt it was not working as good as in the beginning.¿ the patient later reported a loss of therapeutic effect. The patient was feeling stim in leg/foot and had return in symptoms. She was feeling stimulation in her right leg and foot and it came on gradually around (B)(6) 2014. It was noted that the patient could not increase past 2.0 amps. The patient was on program 1 at this time. It was indicated that patient fell couple a weeks ago prior to this call. It was noted that she was going to the bathroom a lot more and having more symptoms. The patient stated that the device was not helping her hold her urine like it was when it was first implanted. The patient felt the stimulation in her legs and cramps in her toes worsen when she was lying down at night. It was mentioned that she had diagnostic tests done by her health care provider (hcp). The patient was scheduled to have a scope procedure to check the bladder on august 05, 2014. It was noted that the patient saw the hcp 5 days prior to this report and discussed changing to program 2. The patient saw poor communication when she tried to use the programmer and repositioning resolved the issue. The patient changed the program to program 2 and felt stimulation in the right location like when it was first implanted. It was indicated that when patient had a few drinks it made her urinate more. A follow-up report will be sent if additional information becomes available.